Event description:
Family member of end user called stating that the 96-2 shower chair is allegedly wobbly in the tub. The product was tried on different surfaces and it still wobbled on all. No injury.